Event description:
Please note: this report pertains to the second of two devices that were used during the same procedure. Refer to MFR report # 3005099803-2008-05193 for a description of the first device. A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the prolieve system displayed a "water level too low" error message. The physician decided to continue the case with the same prolieve catheter and was able to complete it by intermittently refilling the reservoir. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was discarded, and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.